Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, and the following was obtained: - please clarify when the event occurred: 15 february - any patient consequences? No - when was the needle pull off occurred (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? The needles was pulled off during suturing (use on the patient) according to the first mail. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024; and a suture was used. During the procedure, the needle pulled off. There were no adverse consequences to the patient. Additional information has been requested.